Event description:
The pt has been recommended for an asr revision. Specific details regarding the report are unk.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).depuy still considers this case closed to CAPA.

Event description:
(B)(4). Reason for original complaint - asr revision - bi-lateral. Update received: 2nd may 2014 - added all products, added further revision date: (B)(6) 2010 and added revision reason: pain.